Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis synthesis: analysis of the available expertise data confirmed the reported behaviour, with no text message being received after 10 days of inactivity with the implant. The problem occurred following the deployment of the latest software version (3.14) on (B)(6) 2025, in which a bug was detected that caused telephone numbers to be incorrectly formatted. As a result, it affected the delivery or readability of messages the root cause was identified as a coding error in the software. This issue has been resolved in the new software version, which was deployed on (B)(6) 2025.

Event description:
Reportedly, the patient did not receive any reminder message.

Event description:
Reportedly, the patient did not receive any reminder message.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.